Manufacturer narrative:
Device eval summary - device eval of charger/modem (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. The cause of the inability to charge the batteries is contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
(B)(6) male pt's wife contacted zoll customer support to report that the pt's battery charger/modem was not recognizing when a battery pack was inserted in the charger. The pt was issued a replacement charger/modem.